Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 175cc saline breast prosthesis that deflated after implantation. Deflation of the left breast prosthesis was noticed by the patient. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 07/24/2019, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 240cc gel breast prosthesis and a mentor memorygel breast implant 270cc gel breast prosthesis on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/20/2019, mentor received additional information about the event. It was initially reported that the suspect medical device is a mentor smooth round moderate profile 175cc saline breast prosthesis, catalog #3501620, lot #6506491, serial #(B)(4), UDI # (B)(4). New information states that the suspect medical device is a mentor smooth round moderate profile 200cc saline breast prosthesis, catalog #3501625, lot #6491287, serial number is unknown, UDI # (B)(4). The mentor failure analysis lab received this device (lot #6491287) for evaluation. On 08/27/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During evaluation of the sample, two creases were observed on the anterior view. Leak testing revealed a tear within the crease noted in the anterior aspect measuring approximately 0.1 cm. No other anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).